Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during a meniscal suture procedure, when firing the second time, the red trigger of the truespan gun broke. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [5l95641] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: additional information: b5: subsequent follow-up with the customer, additional information was received. It was reported that there was no surgical delay. Correction: upon complaint review, it was determined that the event description on the initial report was incomplete. Therefore, it has been updated accordingly.

Event description:
It was reported by the affiliate in chile that during a meniscal repair procedure on (B)(6)2020, it was observed that the red trigger on the truespan 12 degree peek device broke when the second charge was fired. Another like device was used to complete the surgery without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool, the truespan 12 degree peek. Meniscal suture failure truespan 12 °, when firing the second charge the red trigger of the truespan gun is broken, another implant of the same size is delivered, and the surgery ends without incident. No patient consequence. The device is available for evaluation.